Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager not unlocking. The field service engineer confirmed that the user manually unlocked and recovered the remote manager to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system refrigerator failed.the customer added that this malfunction occurred during the user retrieving medication.however, there were no adverse events or injuries reported based on this event.